Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported, "risk of alcl", "swollen breast" and "implants made me very unwell". The patient subsequently reported, "massive swelling on my left breast" and "was too unwell to have fluid taken". This record is regarding the left side. The device remains implanted.